Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, part of the introducer broke off while being peeled. The introducer was manually cut to remove the sheath. No patient complications have been reported as a result of this event.